Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 29mg/dl with cognitive impairment. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history does not match active basal program. The patient is on the medications xanax and baclophen. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: the black box shows a replace cartridge alarm on (B)(6) 2016 20:47; deliveries never resumed. The last delivered bolus was a 2.55u bolus on (B)(6) 2016 at 17:57. The basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Investigators were unable to duplicate the complaint. The battery compartment is cracked below the bumper pad.